Event description:
It was reported that an asymptomatic patient presented in- clinic for followup. Oversensing was seen via realtime egm on the ventricular lead following biv pacing. Externalized conductors were noted near the distal coil. The lead was explanted and replaced.

Manufacturer narrative:
External insulation abrasions were found at 7.0cm to 8.0cm, 9.1cm to 9.4cm and 10.3cm to 11.0cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was found at 6.0cm to 6.7cm from the distal tip. Etfe coating of one re cable was abraded. This damage could contribute to the reported noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.